Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k camera head was not showing an image during preparation for use prior to a procedure. The device was not used for the planned procedure. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device displayed no image. In addition, the following non-reportable malfunctions were found during the device evaluation: scratch on cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image was caused by a faulty cable. The cause of the faulty cable was attributed to water entering the cable. Olympus will continue to monitor field performance for this device.